Event description:
The customer reported that the coating of the electrode came off during a spine case and fell into the patient cavity. The coating was retrieved without any injury to the patient. The device was used at 40 watts with long duty cycles.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.